Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the bottom teeth began cracking and patient took the retainers off because of fitting issues, discomfort, gums irritation with excessive bleeding, and have canker sores. The teeth hurt, chipped, and may need to get an implant if the cracking (chipping) persists which will require tooth or teeth to be removed and that was not part of the treatment plan. Also noted periodontal, tooth discoloration, and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.